Event description:
It was reported, the device was jammed and would not fire. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned with no visual non-conformances and with no cartridge loaded. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire; however, the firing lever does not open completely between strokes. The device was disassembled to verify the condition of the internal components and the release button left post was broken; no other anomalies were noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.